Event description:
It was reported that the customer experienced low and high blood glucose levels. Her blood glucose level was around 40 mg/dl. The meter was not communicating with her insulin pump. Four sensors did not work. The customer broke her leg. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.